Event description:
Healthcare professional (hcp) reports one incident of blood leak. Incident was noted with leak alarm during pt's treatment and was verified with positive hemastix. Blood was returned to the pt before treatment was resumed with new disposables. Treatment was completed without further incident. No pt injury or medical intervention reported per hcp.